Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 6 cm was returned for analysis. Final analysis found insulation degradation at 4.5 cm from the connector pin. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.